Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were calibrated to resolve the issue. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing a greater than 20% over delivery of tidal volume. There was no report of patient injury.